Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to "forward firing". The procedure was completed using another fiber. Pt outcome: "no injury to pt".